Event description:
It was reported to philips that the device fails pads test. There was no patient involvement.

Manufacturer narrative:
The device was evaluated by the customer, with assistance from a philips remote service engineer (rse). The reported issue was confirmed. And a quote for a power pca, therapy pca, and patient conn assy were sent to the customer. The customer decided to send the device to bench repair, where the issue was again confirmed. And traced to a faulty capacitor. Customer resolution and conclusion: based on the conclusion of the investigation. It was determined, that this was a malfunction of the capacitor. The capacitor was replaced. And the device passed all testing. The device was returned to the customer. There is no indication of a systemic problem. No further investigation or action is warranted.